Manufacturer narrative:
As reported in a research article, time trends and clinical outcomes of transcatheter patent ductus arteriosus closure in adults. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature review: time trends and clinical outcomes of transcatheter patent ductus arteriosus closure in adults: insights from a japanese nationwide registry.

Event description:
The article, "time trends and clinical outcomes of transcatheter patent ductus arteriosus closure in adults: insights from a japanese nationwide registry", was reviewed. The article presented a case study of a 68-year-old female patient with a history of hypertension and smoking. It was reported that on an unknown date in 2017, an unknown sized amplatzer duct occluder was chosen for implant. It was then reported the patient required emergency surgery but the cause was not reported. [The primary and corresponding author was tomoya hoshi, department of cardiology, institute of medicine, university of tsukuba, 1-1-1 tennodai, tsukuba, ibaraki, japan, with corresponding email: hoshi.tm@md.tsukuba.ac.jp].